Event description:
It was reported that at a follow up visit, the device longevity was indicated to be two years. Six months later the device was noted to have reached elective replacement indicator earlier than anticipated. The atrial lead was also noted to have a one high impedance measurement. At the device replacement procedure, the lead impedance and threshold was noted to be normal. The atrial lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was available. The atrial lead impedance was stable at approximately 650 ohms except for the week of (B)(6) 2015 where there was a maximum impedance measurement of 1285 ohms. (B)(4).